Event description:
It was reported that the patient presented remotely. A remote transmission was performed and revealed that the patient's insertable cardiac monitor (icm) exhibited premature battery depletion. No intervention was performed. The patient had no adverse consequences due to the event.